Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received 3 photos and 2 opened 20gx1.00in nexiva devices from lot 3024625 and lot 2202381 for the investigation of this complaint. No unit was returned from lot number 3011704; only a photo of the top web. The other two photos appeared to be the images of the returned samples. The needle from lot number 3024625 was inspected and found to not be moving freely, indicating interference between the washer and needle. The report of needle disengagement difficulty was confirmed, and the cause appeared to be associated with a poor fit between the needle and safety mechanism on the 20g nexiva device. Debris was observed within the safety mechanism washer, which likely contributed to the reported event. This debris may have been introduced from the raw material. The appropriate personnel have been notified. A device history record review showed no non-conformances during the production of this batch. The device from lot number 2202381 did not reveal any damage to the components and did not display any issues with general functional testing. A device history record review showed no non-conformances during the production of this batch. Only the top web label was returned from lot number 3011704. Without the physical sample, testing for leakage could not be performed. Complaints received for this device and reported conditions will continue to be tracked and trended.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in was damaged, malfunctioning. The following information was provided by the initial reporter: simply described as "malfunctioning"